Event description:
It was reported to medtronic minimed that the customer experienced a low battery alarm or short battery life, scratches on the screen, and didn't hear the low alert. The customer reported a blood glucose value of 55 mg/dl. The customer reported hyperglycemia, hypoglycemia treated with an insulin pump (subcutaneous insulin infusion), and glucose/carb intake. The event involved product(s) mmt-7040a, mmt-242a, mmt-332a, and mmt-1884. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for mmt-242a. No product return is required for mmt-332a. Product return was requested for mmt-1884. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Thump and carelink software was utilized and downloaded trace/history files properly. No pump error 63 or audio/vibrate/absence of alarm anomalies noted during testing. No pump error 63 alarms noted in the pump history/trace files on the event date or anywhere else. Peeled keypad overlay and no physical or moisture damage noted on the u1 chip. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alert noted during testing. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on (B)(6) 2024 20:43:00 and on (B)(6) 2024. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, minor scratched lcd window, keypad overlay texture damage, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss was not confirmed. Audio anomaly not confirmed during testing or in the pump history/trace files. Cosmetic damage was confirmed where minor scratched lcd window was noted. Unable to verify customer alleged for high/low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.